Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that a 2.5x15mm (B)(4) dilatation catheter advanced to the distal left anterior descending (lad) coronary artery lesion. During the first inflation for 10 seconds and at 10 atmospheres, the balloon ruptured. There were no adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.